Event description:
A catheter break was reported. The patient fell and the catheter broke. A dye study was performed and confirmed the catheter was broken. It was noted the patient experienced underdose symptoms, but specific symptoms were not provided. The patient's status was undetermined at the time of this report. The type of drug in the pump was unknown. It was later reported the catheter was totally replaced on 05/09/13. It was noted the patient was getting effective therapy. The pump was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).